Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was admitted for congestive heart failure symptoms. Hf sensor exhibited incorrect readings which were not correlating with the symptoms. As a result, the sensor was calibrated through right heart catheterization which resolved the issue. Reportedly, there was no delay of treatment to the patient as the doctor treated based on symptoms not the readings exclusively. The patient is doing fine.